Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 between 2 pm to 3 pm with blood glucose of over 900 mg/dl. Customer as treated for their high blood glucose with 11.1 u bolus. The customer felt ok to troubleshooting high blood glucose level. Customer reported that they had contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by intravenous insulin at the hospital. Customer was unable to do the high blood glucose tests because patient did not have the supplies with her. Customer declined to check their settings and insulin pump. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.